Event description:
Male with original aaa graft placement performed in 2006. Six to seven weeks ago, patient presented to another hospital with fever and abdominal pain. Scan revealed aneurysm continuing to grow, type ii leak from ima, and evidence of posterior abscess. Patient was treated with broad spectrum antibiotics for 6 weeks. Transferred to this institution for definitive treatment. Decision was made to explant stent graft. Dr performed axillo-femoral bypass to clamp above and below the stent graft. When the aneurysm sac was opened, a type ii endoleak was found in the main body stent graft. A supra-celiac clamp and bilateral femoral clamps were applied to exclude the graft and limbs. The main body stent graft was transected and bulb syringe used to evert barbs and collapse bare metal stent for removal. Upon graft removal, it was noted the abscess extended into the vertebral body, psoas muscle and vesicle. Extensive debridment was performed and a bifurcated graft was sewn in with omentum placed in the area of the previous abscess and around the graft.

Manufacturer narrative:
Evaluation: this event is still under investigation.